Manufacturer narrative:
The insulin pump was received with intermittent up button response due to a corroded keypad traces. No unexpected audio/beep anomaly was noted during testing. The following physical damage was also found: minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip. Moisture damage was also found on the electronic and motor assemblies. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a keypad anomaly; the pump kept beeping during the fill tubing process and the buttons became unresponsive. The beeping stopped and the father changed the battery but the up arrow stopped functioning completely. The patient's blood glucose at the time of incident was 231 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer's father did not recall any significant events leading to the keypad issues; however, he mentioned that the customer is a swimmer and the locker room is humid. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.